Event description:
It was reported that the right ventricular (rv) lead triggered an alert for superior vena cava (svc) coil high impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).